Event description:
It was reported that lead on lead abrasion prevented adequate placement of the right atrial (ra) lead which the physician attributed to the lead being made of silicone. The lead would dislodge each time the stylet was withdrawn. The lead was removed and a lead of a different material was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).